Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was experiencing discomfort at the pocket site due to its current location. The patient underwent a revision procedure wherein the ipg was relocated and replaced for system upgrade. No device malfunction was suspected. The patient was reportedly doing well postoperatively.